Event description:
It was reported that during laproscopic colonectomy, the device delivered malformed staples. It was reported that the case was completed with a same like device. There was no consequence to the patient.